Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 260 mg/dl. The customer declined additional assistance from tandem technical support.